Event description:
It was reported the pump date was incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. The customer corrected the pump date and resumed insulin therapy.